Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a cath lab technician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, the clip deployed; however, the vessel locator wings did not completely retract. Hemostats were used and not the dilator to unlock the mechanism on the thumb advancer to retract the vessel locator wings per the instructions for use (IFU) resulting in the device being difficult to remove from the artery. The device was removed and hemostasis had been achieved with the clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Use of hemostats to unlock mechanism) - the device is expected to be returned for eval. It has not yet been received.